Manufacturer narrative:
One 10x25 biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint. The screw is cracked at its first distal thread. The condition of the screw indicates it was likely subjected to excessive force. The clinical details provided were reviewed, and it was identified that there was no mention of the insertion site being prepared with a starter

Event description:
It was reported that during surgery, screw broke while deploying. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 10mm x 25mm biorci ha intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided: the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper preparation of the insertion site. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.